Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, an unspecified number of devices had holes in the tubing resulting in blood leaking on patient, staff, and furniture. There was no other health impact or consequences reported.

Manufacturer narrative:
Bd received 3 photos for investigation. The photos were reviewed and the reported defect was observed. Additionally, thirty retained samples were evaluated using functional tests to assess tubing leakage. All samples passed testing, with no holes, cuts, or leakage observed in the tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, an unspecified number of devices had holes in the tubing resulting in blood leaking on patient , staff, and furniture. There was no other health impact or consequences reported.